Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat cystocele, paravaginal defect, rectocele, enterocele, and stress urinary incontinence and mesh was implanted.

Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh, the patient experienced pain, urinary/bowel problems, dyspareunia, vaginal scarring, and bleeding. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and obtryx were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.